Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional two proglide devices are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar)/ abdominal aortic aneurysm (aaa) procedure. Reportedly, upon retrieval of the first and second proglide devices, the suture was hung up on the device and seemed to be stuck to the foot plate. The suture of each device was cut in order to retrieve the devices. A third proglide device was attempted; however, the lever got stuck in the middle when it was being returned to its original position. The device could not be retrieved. A cut-down was performed to retrieve the device. The sheath was upsized to a 12f sheath and the evar/ aaa procedure was completed. Hemostasis achieved by femoral exposure/repair. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. G2- report source: company representative was removed.